Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. It was reported that the customer obtained unspecified low sensor scans for four days and on (B)(6) 2021, experienced symptoms of dizziness, vomiting, weakness, and loss of consciousness. The customer was taken to the hospital and laboratory readings of 263 mg/dl and 386 mg/dl were obtained. Customer was diagnosed with hyperglycemia, treated with insulin (dose/type unknown) and serum, and was reportedly transferred to another hospital after, however, no further details were provided. It was also reported that sensor readings of 40 mg/dl and 159 mg/dl were compared to readings of 238 mg/dl and 445 mg/dl obtained on the hcp meter, taken on an unspecified date. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.